Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) hospital. Block h6: imdrf device code a0501 captures the reportable investigation finding of basket wire break. Block h11: the returned trapezoid rx was analyzed, and it was found during visual and microscope inspection that the basket was kinked, a basket wire was broken, and the side car rx was pushed back 6 mm and also torn. The reported event of basket wires bent was confirmed. Based on all available information, it is most likely that the side car rx was torn and pushed back due to the amount of force applied on the thumb ring from the handle when trying to crush the stone. The working length tends to retract itself and therefore push back the side car rx. That same force applied when trying to crush the stone puts the entire device under a lot of pressure, leading to the basket wire to kink and break. Also, it's a possibility that the interaction of the guide wire with the physician's technique and the tortuosity of the procedure made the side car rx torn. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, when the basket was used to remove the stone, the basket wires were found bent. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event. The patient condition following procedure was stable. This event has been deemed a reportable event based on the investigation finding of basket wire break. Please see block h11 for full investigation details.